Event description:
It was reported that a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the moderately tortuous, moderately calcified, 80% stenosed left anterior descending artery (lad). The physician predilated the lesion with a 2.50 x 15 mm maverick balloon. A 3.00 x 16 mm taxus express2 drug eluting stent was then advanced toward the lesion. During advancement resistance was felt and the stent came off the balloon and embolized to a small branch in the right profunda artery. No removal attempt was made. The procedure was successfully completed using a 3.00 x 16 mm stent taxus. Plavix was administered for follow-up. No pt complications were reported. The pt's status is reported as 'ok'.